Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a patient with a component separation and an endoleak type 3 (intraoperatively) on (B)(6) 2018. Physician (dr. (B)(6)) elected to perform a secondary procedure on (B)(6) 2018, in which a 28-100-16-40 main body was used along with a reline with a non-endologix (cook) thoracic graft (salesforce secondary #(B)(4)). Patient did well post op. Patient's initial implant was done on (B)(6) 2011 by dr. (B)(6).